Event description:
Patient reported "sensations of an uneven edge felt under the breast, and discomfort appeared when lying down". Healthcare professional later reported "rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b6.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event rupture was requested on december 26, 2025. Device patch with lot number 2649412 and catalog number trm295. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "sensations of an uneven edge felt under the breast, and discomfort appeared when lying down". Healthcare professional later reported "rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Event description:
Patient reported "sensations of an uneven edge felt under the breast, and discomfort appeared when lying down". Healthcare professional later reported "rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Clarification to b3: partial date of jun/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, "sensations of an uneven edge felt under the breast, and discomfort appeared when lying down".